Event description:
Bird vip gold ventilator: placed pediatric sensor inline. Select sluv/CPAP/ps option and select volume, pressure control or vaps. Press insp/exphold, press select to insphold or exp hold, then press insp/hold and v comp. Simultaneously and the ventilator ceases to cycle or deliver breaths for 20-25 secs. This also works in assist control - volume, pressure control and vaps. Rptr feels a ventilator that holds an inspiratory or expiratory pause for 25 secs, locking the pt out is not safe. Rptr could not duplicate this with the infant sensor in place. They could duplicate it with pressure and flow selection using the pediatric sensor.